Event description:
It was reported that the patient experienced a driveline power fault alarm. The patient exchanged the system controller but the alarm persisted. The ventricular assist device (vad) coordinator was contacted by the patient. In the hospital the vad coordinator exchanged the modular cable. After this exchanged the alarm resolved. The modular cable would be returned for evaluation. No log files were provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was unable to be confirmed. No log files were submitted for review, nor was the modular cable returned for analysis. The provided information stated that the patient exchanged the system controller, but the alarm persisted. Only after exchanging the modular cable did the alarm resolve. Originally, it was stated that the old modular cable would be returned; however, additional information stated that the cable was not available. The reported driveline power fault alarm was traced to the modular cable, per the provided information. The root cause of the reported alarm could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate vad modular cable, lot number: 10184792, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the heartmate 3 patient handbook (rev. B) are currently available. Heartmate 3 lvas IFU (rev. B) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. B) section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU (rev. B) section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook (rev. B) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. B) section e entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. B) section c entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was not available for return. Log files were not available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm and difficulty connecting the modular cable to the controller was unable to be confirmed. No log files were submitted for review, nor was the modular cable returned for analysis. The provided information stated that the patient exchanged the system controller, but the alarm persisted. Only after exchanging the modular cable did the alarm resolve. Originally, it was stated that the old modular cable would be returned; however, additional information stated that the cable was not available. The reported driveline power fault alarm was traced to the modular cable, per the provided information. The root cause of the reported alarm could not be conclusively determined during this investigation. The root cause for the difficulty in connecting the modular cable the controller was not conclusively determined through this investigation. The relevant sections of the device history records for the heartmate vad modular cable, lot number: 10184792, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section e entitled ¿safety checklists¿ and the heartmate 3 patient handbook section c entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that after a driveline power fault alarm on (B)(6) 2025 at 5:22 pm, the patient tried to change the system controller on their own. After disconnection of the driveline stopped the pump, the patient could not insert the driveline connector correctly into the backup system controller. The patient was unable to restart the pump. About 20 minutes after the pump stopped, the patient lost consciousness. About 40 minutes after the pump stopped, relatives and first responders tried again to "control the system start." At 6:21 pm dhzc's technical hotline was contacted by the first responders and the patient had resuscitation ongoing at this time. Under the guidance of a technician, the correct connection was restored, and the pump was restarted about 65 minutes after the pump stopped. The patient was admitted to the hospital and was "alarm free". On (B)(6) 2025, the driveline power fault reoccurred, and the modular cable was replaced. On (B)(6) 2025 brain death was confirmed, and on (B)(6) 2025 the system was switched off.